Event description:
It was reported that the lead impedance is greater than 3000 ohms in 8 stimulation configurations. With the different configurations, the threshold is increasing and there is phrenic nerve stimulation. Lead will be explanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. In the recording period between (B)(6) 2019 and (B)(6) 2020, the left ventricular pacing impedance was recorded initially at approximately 900 ohms, before rising abruptly to greater than or equal to 3000 ohms at the end of the recording period, as indicated in the complaint. The manufacturing process for this device was investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.